Event description:
Healthcare professional reported right side capsular contracture, baker grade IV and several folds confirmed via MRI and ultrasound. Device was explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Clarification to d.6a - implant date was reported as 2012. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.